Event description:
It was reported the patient was unable to see the readings on their right implantable neurostimulator (ins), but they could with their left ins. The patient could not recall if they had this ability before or not. The patient had fallen and fell on their knee while a forearm to catch themselves. The patient was concerned that their new inss could have been affected so they met with their healthcare professional (hcp) a couple months ago, who told them to contact the manufacturer. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, the event will be updated. Refer to manufacturer report #3004209178-2015-10527.

Manufacturer narrative:
Concomitant products: product ID: 37602, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 3389s-40, lot# v016338, implanted: (B)(6) 2007, product type: lead. Product ID: 3389s-40, lot# v415286, implanted: (B)(6) 2010, product type: lead. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. (B)(4).